Event description:
A customer reported a malfunction on their pump, but there were no notable events leading up to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further malfunctions occurred.